Event description:
It was reported to boston scientific in 2006 a product problem in a stenting and coiling procedure of a carotid ophthalmic aneurysm (right) with a large neck. The procedure was completed with this device. It was reported that "after stent deployment, the aneurysm was reached with a guidewire and microdelivery catheter and 9 coils were released. The 10th coil (device in question) was deployed, but one loop protrudes through the struts of the stent into the vessel. Then the physician withdrew the device in question to put another coil shorter than the other one. He had no resistance, but he realized that the device in question was completely stretched into the femoral artery and only a piece of the device in question was outside the introducer sheath attached to the coil pusher. He stopped the procedure. Now the patient is stable and he has no symptoms, but the coil goes from the sac of the aneurysm to the femoral artery (right)." It was reported that the patient had no complications and the patient condition is "normal-stable."

Manufacturer narrative:
The device in question will not be returned to the manufacturer for evaluation because it remains implanted. Based on the information known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.